Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported door not fully latched alarms, caused by a loose upper link screw. The link screws were replaced.

Event description:
It was reported that a spectrum pump alarmed door not fully latched. It was also reported that there was no pt involvement.